Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the implant was removed and replaced as the prosthesis was not inflating.

Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, reservoir, and detached connector / inlet tubing were received for evaluation. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubing of cylinder 1 and cylinder 2. No functional abnormalities were noted with cylinder 1 or cylinder 2. Abrasion was noted on the inlet tubing of the reservoir. No functional abnormalities were noted with the reservoir. No functional abnormalities were noted with the piece of detached inlet tubing or the connector. The information received indicated the device was not able to inflate, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.